Event description:
Pt underwent cataract surgery on 04/23/98, and implantation of a staar model aq-2010v intraocular lens in the left eye. The surgeon stated that the lens was inserted and the haptic tore the capsule. The tear was not noticed prior to lens inserton. The lens was removed and an anterior vitrectomy was done and the surgeon implanted another lens.